Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and came out from the patient's body. Hemostasis was achieved by manual pressure to complete the procedure. There was no reported patient injury. The device was used in an endovascular thrombectomy. The lesion was the superficial femoral artery, and a cross-over approach was made. The vcd was used with a brite tip sheath. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black and came out of the patient¿s body. Hemostasis was achieved by manual pressure to complete the procedure. There was no reported patient injury. The device was used in an endovascular thrombectomy. The lesion was in the superficial femoral artery, and a cross-over approach was made. The vcd was used with a brite tip sheath. Additional information was requested but not provided. A non-sterile unit of the product ¿vascular closure device 6f¿ was received for evaluation. Per visual analysis, the following conditions were revealed: the delivery shaft was inserted into a cordis sheath of the proper french size; the deployment lever was not depressed; the indicator window was in the black/white position; the plug was not deployed; the cowling guard was locked; and the bleed-back port was set at its manufactured position. The indicator wire was deployed, and the device was blood-saturated. No other outstanding details were observed on the returned part. Per functional analysis, as the cowling/guard was already set to the locked position, the indicator wire was pulled to move the indicator window from the black/white state to the black/black state. At the black/black stage, the deployment button was pushed down, and it was able to be completely depressed. The plug was deployed, and the indicator window turned to the black/red/white state. The device performed the deployment process successfully. Per microscopic analysis, the device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was assembled correctly, and no anomalies were observed. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window. However, procedural/handling factors (such as the physician resting a thumb on the deployment lever during the retraction step) may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.